Manufacturer narrative:
On an unknown date, ¿approximately two months ago¿ the patient experienced the peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to a touch contamination (no further detail was provided). On an unreported date the patient was admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin, 1 gram daily for a total course of 6 days. On an unknown date, the patient was recovered from the peritonitis event. On an unreported date (post peritonitis diagnosis), the patient was retrained on proper aseptic technique during a home visit. At the time of this report, the dianeal therapy was ongoing. No additional information is available.